Event description:
It was reported that on initial start-up for a preventive maintenance (pm), the display in the cs300 intra-aortic balloon pump (iabp) was not working. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The getinge field service engineer (fse) that encounter the issue, replaced the pcb, color video receiver; cable, coiled; iabp, instr, display replacement; mounting plate; cable, video receiver to lcd; 10.4" display w/ rtv bead sea to resolve display issue. Subsequently, the fse performed and completed a preventive maintenance (pm). The unit passed all functional and safety tests per factory specifications. The iabp was released to the customer and cleared for clinical service. Upon completion of our investigation, a supplemental report will be submitted. The full name of the event site was shortened due to field character limit; (B)(6). The initial reporter named is a getinge employee, who has different contact details from that of the event site. A contact person at the event site is: (B)(6).

Event description:
It was reported that on initial start-up for a preventive maintenance (pm), performed by a getinge field service engineer (fse), the display in the cs300 intra-aortic balloon pump (iabp) was not working. There was no patient involvement, and no adverse event reported.